Event description:
In 2008, the complainant reported to boston scientific corporation that three days prior, a trapezoid rx lithotripter compatable basket device was being prepared for use on the biliary of a patient (patient age, gender and weight unknown). According to the complainant during the clinician's preparation of the device, saline was injected into the contrast media lumen, but leakage occurred at the proximal handle. The procedure was then completed with another of the same device. No patient complications were reported as a result of this event, and the patient's condition was reported as "good".

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date is unknown. A visual examination of the returned device revealed the sheath was buckled and separated at the handle strain relief. A functional check found the basket was closed and could not be opened. When the handle was functioned, the sheath moved into and out of the handle strain relief. The movement of the handle was not transmitted to the basket to allow it to open. Water was injected through the device, and it was found to leak from the handle where the sheath is separated. Complaint confirmed. The cause is undetermined. The relationship between the suspect device and the reported event is undetermined.